Manufacturer narrative:
The subject device was returned to olympus medical system corp. (Omsc) for evaluation. The coil sheath was broken at the root of the handle. The broken section of the coil sheath was shaped as if it was cut with a tool. The junction between the operating wire and the operating pipe was broken. There was no abnormality in the junction between the operating wire and the operating pipe. The operating pipe was not returned to omsc. The basket wire was deformed. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that during crushing the calculus, a larger load than durability strength of the product was applied due to the factors such as size, hardness, and shape of the calculus, consequently the junction between the operating wire and the operating pipe might be broken. It is surmised that the coil sheath was broken since it was cut with a tool when the user used emergency lithotripter. It is surmised that the deformation of the basket wire occurred due to a load when crushing the calculus. The instruction manual of the device has already warned as follows; do not use this instrument for a calculus that is assumed impossible to be crushed by a lithotriptor. The pipe or the basket wire may break and part of this instrument may remain in the body. This instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected.

Event description:
During an endoscopic retrograde cholangiopancreatography, the subject device was used. It was reported that the user tried to crush the calculus with the subject device, but the operating wire was broken. The user crushed the calculus with the emergency lithotriptor. The user retrieved the calculus with the retrieval basket. The user deployed a stent into the bile duct of the patient. The intended procedure was completed. There was no patient injury reported.